Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 275, 329, 268 and 307 mg/dl. The customer¿s expected am fasting blood glucose test result range is 105-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer stated he is storing the test strips inside of a refrigerator. The test strip lot manufacturer¿s expiration date is 06/27/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set; customer stated he performs his blood tests in the morning fasting): result 1 : 111 mg/dl date: 01-24 time: 11:45 am fasting, result 2 : 275 mg/dl date: 01-23 time: 09:14 pm fasting, result 3 : 329 mg/dl date: 01-23 time: 11:45 am fasting, result 4 : 268 mg/dl date: 01-22 time: 09:28 am fasting, result 5 : 307 mg/dl date: 01-22 time: 11:31 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 10-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.